Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specificationin relation to the reported symtom, failed downstream occlusion test, which was not reproduced but confirmed. The dowsntream pressure plate gap was out of specification. The device passed occlusion testing. The device was re-calibrated.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test. It was also reported there was no patient injury.